Manufacturer narrative:
The field service engineer determined the sample probe was clogged with debris. The probe was replaced and sample mechanism adjustments were performed. Precision studies were performed and the results were within limits. The customer ran controls and all recovered within range. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with multiple assays on the cobas 8000 c 502 module. The customer provided data for two patient samples with discrepant results for tp2 total protein gen.2. The initial results were reported outside of the laboratory. The samples were repeated on a second analyzer and the repeat values were deemed correct. Corrected reports were issued for the samples. The first sample initially resulted in a total protein value of 4.9 g/dl and repeated as 6.7 g/dl. The second sample initially resulted in a total protein value of 6.3 g/dl and repeated as 7.7 g/dl. The total protein reagent lot number and expiration date were requested, but not provided.